Event description:
It was later reported that the patient experienced a wound dehiscence and infection. The device was explanted due to the infection. The infection needed to be treated; the treatment was unspecified. The patient recovered without sequela.

Manufacturer narrative:
(B)(4): final device analysis of the pump revealed no anomaly found - normal device function.